Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as low energy, nausea, vomiting, and stomach bug-like symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having sensor glucose versus blood glucose differences that led to the incident. Troubleshooting was completed and the pump had cosmetic damage. The insulin pump will be returned for analysis.